Manufacturer narrative:
This report is being submitted to relay additional information as the product was returned to manufacturer. Previously 0001038806 -2019-01253 and 0001038806-2019-01253-1 were submitted for this event. The following sections are being reported: b4: date of this report was updated. D10 device availability was updated. G4: date received by manufacturer was updated. G7: follow-up number was updated. H2: type of follow up. H3: device evaluated by manufacturer. H6: method code was updated to 10 h6: results code was updated to 3252. H6: conclusions code was updated to 4307. H10: narrative/data was updated. The reported device was returned to the manufacturer for evaluation. The reported condition of a fractured implant was confirmed. Visual inspection of the as returned product identified wear and debris about the implant threads. The collar is confirmed to be fractured. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: patient identifier is added, age at time of the event is added, patient sex is updated , report type is updated, outcomes attributed to adverse event is updated, date of event is added, date of this report is updated, describe event or problem is updated, brand name is added, additional device information: catalog number, lot number, expiration date, unique, identifier (UDI) number are added. If implanted, date is added, if explanted, date is added. Date received by manufacturer was updated, PMA/510(k) number is added. Type of report is updated. Type of reportable event is updated. If follow-up, what type is updated, device evaluated by manufacturer, device manufacturer date, patient code was updated to 3191 , method code was updated to 3331 and 4109. Results code was updated to 213. Conclusions code was updated to 4310. Narrative/data was updated. The reported device was not returned for evaluation. The reported conditions of a fractured implant and bone loss were not confirmed. Functional testing to recreate the reported event could not be performed due to the nature of the event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Doctor indicates fracture of implant bost410 and bone loss around the implant. The implant has been removed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Device ot returned to manufacturer.

Event description:
Doctor indicated fracture of the unknown biomet implant.